Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: generalized illness. Manufacturer¿s reference number:

Event description:
It was reported that a female patient underwent a breast augmentation with a mentor memorygel breast implant 450cc and experienced device rupture on the left side. It was also report the patient experienced a rash on her face and discomfort while laying on her side. The rupture was discovered during explantation on (B)(6) 2019. This report is for the right breast prosthesis.

Manufacturer narrative:
Additional information received on feb 17 2020 indicated the patient experienced bilateral capsular contracture baker grade unknown. Patient age at the time of event was identified as 55 years old, and patient ethnicity was identified as hispanic. The explantation date was identified as feb 12 2019. On feb 24 2020, the mentor failure analysis lab received the device for evaluation. Device evaluation summary: during visual inspection of the device no apparent damage could be observed. At the present time, there is no sufficient evidence to show an association between breast implants and generalized illness (assessing the risks of breast implants and FDA¿s vision for the national breast implant registry). Trends for all complaints of systemic disease and/or responses will continue to be monitored by mentor quality assurance. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This condition has also been associated with device deflation/ rupture, wrinkling and/or displacement of the prosthesis. Capsular contracture may be more common following infection, hematoma, and seroma, and the chance of it happening may increase over time. An investigation of the returned device was performed, and mentor could not uncover any device failure that we could connect to the reported medical symptoms. Manufacturer¿s reference number: (B)(4).